Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her one touch ultramini meter was displaying the "apply sample" message even after applying the sample to the strip. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified time in the morning of (B)(6) 2011. The patient stated that she manages her diabetes with oral medication (unknown type and dose), diet, and exercise and denied making any changes to her normal diabetes management routine in response to the reported issue. Immediately after the alleged issue occurred, the patient claimed to have developed symptoms of feeling "dizzy, shaky and sick" and on the same day, at around 1:00pm, took more food/drink in response to the symptoms. Half an hour later, during a visit to the doctor's office, the patient was tested on the clinic¿s meter (unknown device) and obtained a reading of "50mg/dl." The doctor prescribed insulin (unknown type and dose) to the patient. During troubleshooting, the cca noted that the patient did not have the meter available. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of severe hypoglycemia and received treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.